Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited one episode of noise which inhibited pacing. The electrogram strip is similar to that seen with diaphragmatic stimualtion. The noise was unable to be reproduced. All lead diagnostics are normal.